Event description:
This case is cross referenced to case ID: (B)(4) (same patient). This unsolicited device case from united states was received on 16-may-2016 from the patient. This case involves a (B)(6) male patient who started treatment with synvisc one on an unknown date and after an unknown latency, his pain level was back to where it started. The patient's medical history included no cartilage in his knees and it's bone on bone. The patient had received synvisc injections (3 series) 5 years ago shortly after which he received cortisone injection. Concurrent condition included pain. No concomitant medications were provided. On an unknown date (5 years ago), the patient started treatment with intra-articular synvisc one injection (dose, frequency, batch/lot number and expiration date: not provided) for osteoarthritis. It was reported that in the beginning, the patient would experience relief for about five months and then received another injection. On (B)(6) 2016, (the day before yesterday), after an unknown latency, patient's pain level was back to where it started. On (B)(6) 2016, it was really bad and he received a cortisone injection after which he again experienced instant relief. The patient wanted to know if there was any benefit in him receiving the injections any longer. The patient stated that he did not use a cane or any type of walking aide. Action taken: unknown. Corrective treatment: cortisone injection. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 23-may-2016: related case ID was added. Global ptc number and ptc results were added. Text was amended accordingly

Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from the patient. This case involves a (B)(6) male patient who started treatment with synvisc one on an unknown date and after an unknown latency, his pain level was back to where it started. The patient's medical history included no cartilage in his knees and it's bone on bone. The patient had received synvisc injections (3 series) 5 years ago shortly after which he received cortisone injection. Concurrent condition included pain. No concomitant medications were provided. On an unknown date (5 years ago), the patient started treatment with intra-articular synvisc one injection (dose, frequency, batch/lot number and expiration date: not provided) for osteoarthritis. It was reported that in the beginning, the patient would experience relief for about five months and then received another injection. On (B)(6) 2016, (the day before yesterday), after an unknown latency, patient's pain level was back to where it started. On (B)(6) 2016, it was really bad and he received a cortisone injection after which he again experienced instant relief. The patient wanted to know if there was any benefit in him receiving the injections any longer. The patient stated that he did not use a cane or any type of walking aide. Action taken: unknown. Corrective treatment: cortisone injection. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.